Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during an arthroscopic the tip of the supermultivac wand broke off. The device broke inside the patient and all the pieces were removed using suction. It is unknown if there was an available back up device. No delay was reported. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopic the tip of the supermultivac wand broke off. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported.